Manufacturer narrative:
Four (4) devices were received for evaluation. Visual inspection was performed and particulate matter was identified inside the fluid path of three (3) the vial-mates. The reported condition was verified on three (3) of the four (4) samples. The cause of the reported condition could not be determined. One sample did not show any particulate matter and met specifications. The reported issue was not verified for this sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date was unknown; however, both issues were reported to have occurred on either (B)(6) 2017. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during reconstitution using two (2) vialmate adapters. Each unit was being used with a 50ml normal saline bag and a 3.375g vial of piperacillin/tazobactam. The issue was identified after mixing and inspecting the products prior to patient use. There was no patient involvement. No additional information is available.